Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was stuck inside the loading device after releasing the blue wing buttons and pulling the delivery device from the loading system. The harvester confirmed that the seal was properly folded and attached to the delivery device. A new device was used to complete the procedure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was stuck inside the loading device after releasing the blue wing buttons and pulling the delivery device from the loading system. The harvester confirmed that the seal was properly folded and attached to the delivery device. A new device was used to complete the procedure. There was a delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,b7,d9,e1 event site address, city, email, g3,g6,h2,h3,h6,h11. Corrected section: h6 health effect changed to 4582. The device was returned to the factory for evaluation on 11/13/2024. An investigation was conducted on 11/26/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000386292 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.